Event description:
A patient diagnosed with pre-eclampsia. Decision made to proceed with induction of labor (iol): on (B)(6) 2026 at 16:56: 5 rods inserted for iol, the patient required IV pain management for placement. On (B)(6) 2026 at 06:30: rods were removed; only 4 rods were accounted for. Patient was uncomfortable with examination. Decision made to proceed with iol. On (B)(6) 2026 at 09:00: documentation noted cervix at 4 cm with a palpable rod positioned transversely across the internal cervical os. Exact delivery date and time are pending. A spontaneous vaginal delivery was reported with spontaneous placental delivery. Following delivery and evacuation of the uterus, a manual uterine sweep was performed with no rod noted in the uterine cavity, lower uterine segment, or around the cervical os. Initial ultrasound was performed; findings were inconclusive. Later the responsible healthcare profession (hcp) reported that a second ultrasound had been completed with the following finding: 3.2 cm linear echogenic structure located at the internal cervical os. An MRI was pending at that time. The patient remains on magnesium sulfate therapy related to her preeclampsia diagnosis and continues to be treated with antibiotics. On (B)(6) 2026 the 5th rod was still missing (> 24 hours). Since then, there has been no further information - we are waiting for feedback from the hospital and providing the necessary support. A follow-up report will follow. Based on the nature of the event, the likelihood of a qualitative defect in the device is considered negligible. While the batch number of the device involved is not known, this does not impact the assessment, as no qualitative defect is suspected.

Event description:
A patient diagnosed with pre-eclampsia. Decision made to proceed with induction of labor (iol): - (B)(6) 2026 at 16:56: 5 rods inserted for iol, the patient required IV pain management for placement. - (B)(6) 2026 at 06:30: rods were removed; only 4 rods were accounted for. Patient was uncomfortable with examination. Decision made to proceed with iol. - (B)(6) 2026 at 09:00: documentation noted cervix at 4 cm with a palpable rod positioned transversely across the internal cervical os. Exact delivery date and time are pending. A spontaneous vaginal delivery was reported with spontaneous placental delivery. Following delivery and evacuation of the uterus, a manual uterine sweep was performed with no rod noted in the uterine cavity, lower uterine segment, or around the cervical os. Initial ultrasound was performed; findings were inconclusive. Later the responsible healthcare profession (hcp) reported that a second ultrasound had been completed with the following finding: 3.2 cm linear echogenic structure located at the internal cervical os. An MRI was pending at that time. The patient remained on magnesium sulfate therapy related to her preeclampsia diagnosis and continued to be treated with antibiotics. On (B)(6) 2026 the 5th rod was still missing (> 24 hours). On (B)(6) 2026 the responsible hcp confirmed that the patient underwent an MRI. Nothing was noted in the uterus, lower uterine segment, cervix or vaginal vault. No further intervention was done and the patient was discharged home on post partum day 2. The missing dilator was most likely expelled from the body unnoticed. A comprehensive and repeated search was undertaken to confirm this outcome. The final MRI confirmed that nothing was present in the uterus, lower uterine segment, cervix, or vaginal vault. As no retained foreign body was detected, the investigation concludes that the dilator did not remain in situ and was spontaneously expelled. Based on the nature of the event, the likelihood of a qualitative defect in the device is considered negligible. While the batch number of the device involved is not known, this does not impact the assessment, as no qualitative defect is suspected.